Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before cataract surgery the ophthalmic cutting blades were dull. Procedure details and patient impact were not reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Two opened hp2 intrepid 2.2 db knife in a bp tray, in a blister were received for the report of dull blade was observed. Samples were visually inspected and both were found to be nonconforming with damaged cutting edge and/or bent tip. Functional penetration testing was not performed due to damage of returned samples. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned samples are visually non-conforming with the damaged cutting edge and/or bent tip; therefore, a dull blade prior to patient contact (damaged or bent) was confirmed; however, how and when the tip of the knife became damaged could not be determined. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened samples, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).